Event description:
It was reported that this lead was presenting high threshold measurements. A dislodgement was suspected, and x-rays were performed. The patient stated feeling pain in the chest. The lead was repositioned successfully. No additional adverse patient effects were reported.